Event description:
It was reported that the zimmer pulsavac plus fan spray kit made and abnormal operating sound and there was a burnt odor. There was no harm or delay reported, and procedure completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.